Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported receiving a button error alarm. The customer's blood glucose reading was 456 g/dl. Customer's father stated that the customer had no symptoms of high blood glucose and that they were unable to clear the alarm. Customer was at school and had the insulin pump in his pocket when the alarm occurred. They were unable to troubleshoot for the high blood glucose due to the button error alarm. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. Unable to perform testing including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test due to unresponsive buttons. Insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads.